Event description:
Approximately 2 1/2 hours into a surgical procedure, the circular flange of the dlh 3641 ez handle cracked off and fell into the pt's open knee wound. The device was immediately removed from the wound. Which was then irrigated with gentamicin. The pt was also given intramuscular and by mouth antibiotics post-operative to prevent infection. The pt was reported to have suffered no injuries and did not develop an infection. His hospitalization was not extended because of this incident. The pt was reported to be ok. The customer reported this to be an isolated incident.